Event description:
It was reported that a patient developed symptoms of hives after she returned to her home from the clinic where a gastroenterological endoscopy was performed. She went back to the clinic and saw the physician. The physician assumed that the lidocaine hydrochloride (xylocaine jelly), which was used during the endoscopy was associated with the symptom. The patient received oral medicine (unspecified) and injection (succison) for the treatment. The physician considered her symptom as not serious. She recovered from the symptom on the same day ((B)(6) 2012). The scope used in the procedure was processed using an aer (endoclens-s) and disopa.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the endoscope which used to the patient was manufactured by fujifilm (previously reported as olympus), model number eg-530nw. Additional information: the facility reported that the aer (endoclens-s) was functioning normally with no error or no problem.

Event description:
Additional information received: a patient ((B)(6)) is reported to have the symptoms of generalized urticaria which developed approximately an hour after a procedure. On (B)(6) 2012, it was confirmed the outcome of the symptom was "in remission". The patient has "no allergies or allergy medical history". The physician stated that there is a possibility of acute allergic symptom by using the drugs via the nasal route. The following are suspect drugs used on the patient other than the lidocaine hydrochloride (xylocaine jelly). Dimethicone syrup (oral), xylocaine saline and xylocaine spray (nasal).

Manufacturer narrative:
Patient identifier: (B)(6). Relevant tests/laboratory data, including dates - no allergy. Other relevant history, preexisting medical conditions: no medical history of allergy.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis and health hazard evaluation. Complaint history trending for disopa solution from january 2012 through december 2012 for product code 17800 and problem code "skin reaction" did not reveal a significant trend. Batch record review of disopa solution was not possible since the lot number was unknown. The fmea (failure mode effects analysis) score for similar patient exposure is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed a category I - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed for similar symptoms and the hazard/risk is none/negligible. Disopa solution is manufactured in (B)(4) and sold exclusively in (B)(4). Disopa solution is similar to cidex opa solution sold in the united states. No product was returned. No lot number was available for retain evaluation.